Event description:
#Medwatcher #(B)(4). Severe cramping and pain in the vaginal are during menstruation. In all my years, I'm (B)(6) I didn't think I'd start getting cramps and pms. Weight gain, memory loss, rash, itchy skin, thinning hair.